Manufacturer narrative:
(B)(4). B3: event date ¿ (B)(6) 2025. D6b: explanted date ¿ (B)(6) 2025. D10: unk stem; shell cat: unk lot: 107290 shell. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to a dislocation and infection. Infection was found in the bones and the patient retained a port for antibiotics. All components were revised. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).